Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient (reported as approximately (B)(6)). Estimated weight of the patient (reported as (B)(6)). The first prostar xl device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. A needle to cuff miss can occur due to a number of factors including, but not limited to needle deflection during needle deployment due to interaction with human tissue, rotating the device during needle deployment, or failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician in training in the use of the prostar xl device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, the first prostar xl device was deployed and when the physician went to remove the needle, there was no green suture attached to it. A needle backdown was performed and the device was removed successfully. A second prostar xl device was used but the device was moved during deployment causing the needles and the sutures to miss the vessel. A cutdown procedure was performed to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.